Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the power module device was not working. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
"The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the service light emitting diode illuminates, no light emitting diode lit and, no liquid indicator sticker for this battery was found. It was also determined that the device failed pre-test for charging and checking of power module in charger, information button and self test, check motor shaft abrasion and free moving, position of motor shaft, check for external cleanness and foils of liquid damage. Therefore, the reported condition was confirmed. The assignable root cause could not be determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.